Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-04232 and 04237).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, dislocation and difficulty walking. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.